Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ldc screen event no lot release records were reviewed, as the product lot number was not provided. On page 468 of the omnipod® 5 automated insulin delivery system technical user guide reference #: pdm-h001-g-mg pt-002111-aw rev. 02 10/24. Controller specifications operating temperature range: 41°f to 104°f (5°c to 40°c) storage temperature range: 32°f to 86°f (0°c to 30°c). *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type.

Event description:
Patient alleged his pdm was in his pocket when he was outside in the cold temperature of 28°f, and when he returned in his warm house, the pdm screen exploded and caused small pieces of the lens to go into his hands. No impact to patient's blood glucose levels reported. No medical treatment was required.